Event description:
It was reported that during the procedure for treatment of a de novo lesion in the mildly tortuous, mid diagonal artery, pre-dilatation was performed. An attempt was made to advance a 2.0x12 rx mini vision stent delivery system (sds); however, due to the anatomy, the sds could not advance. The sds was withdrawn so that additional pre-dilatation could be performed. After the sds was withdrawn from the anatomy, it was noted that the stent had dislodged from the balloon. The stent was found in the left main artery. An unsuccessful attempt was made to snare the stent; therefore, the stent was crushed in the left main artery using a 5x12 non-abbott stent. The target lesion was then treated successfully using another mini vision stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.